Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device had been filled with 92.64 ml of fluorouracil and 27.36 ml of 0.9% sodium chloride solution. The reporter stated that 48 hours after connection the patient, the device was noted to not have infused. The reporter further stated that flow had been confirmed prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed; the flow rate met product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.